Manufacturer narrative:
(B)(4) date sent: 7/11/2025 b3: unknown; captured as awareness date d4 batch #: y7055c. Additional information was requested and the following was obtained: can you please clarify if the harmonic hd label was added at the distribution center or from the manufacturer? The label was correct one "har1136", but the box was hd's. Is a photo of the labels if available? Yes. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned sterile inside of a harhd36 packaging box. Upon analysis, was found a har1136 device. Our manufacturing process has been identified to be the possible cause of the product mix. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch y7055c, and no non-conformances were identified.

Event description:
It was reported that, inside the outer box of harhd36 was har1136. Two of the six packages (1box) were like this. It was possible to have a package mistake. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.